Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The patient presented with a ruptured aaa with a highly angulated neck. To treat the rupture, another manufacturer's 23mm stent graft was placed. Due to the high angulation of the anatomy, they did not have a great seal or proper wall apposition and as a result there was an acute type 1a endoleak the heli-fx devices were utilized to treat the type 1 acute leak. When putting in the 3rd anchor, they noticed under fluoro that the previous (2nd) anchor placed, seemed to have "come loose" and was now floating in the proximal neck of the aneurysm. An attempt was made to retrieve the mis-deployed endoanchor with the heli-fx guide (22mm reach) alone but was not successful. A snare was then attempted but that too was also unsuccessful. The anchor was then pushed using various catheters into the ostium of the left renal artery. At that point, they put up and .018 guidewire across the anchor. Subsequently, the tracked an .018 pta balloon through the anchor and then inflated the balloon securing the anchor on the balloon. The anchor was then removed along with the balloon. This was an urgent case in which an aptus representative was not present. It was also the doctor's first use of the device. Resolution of event: no patient effects were noted as a result of the mis-deployed endoanchor and the case was completed.